Event description:
Reported that a patient blood sample tested for abo blood group typing was deterined to be group b when tested on the ortho provue analyzer using mts abd monoclonal and reverse grouping card. The same patient sample tested as group ab with anti-a1 using tube method.